Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker confirmed the ui pcb needs to be replaced and a review of the electronic device record confirmed error codes that indicate the device cannot deliver energy. Repairs are pending customer approval. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device was booting up to a white display with a service indicator. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker completed repairs with installation of ui/printer service kit and ui flex cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further evaluation of the ui pcba confirms issue with corrupted memory on ic u2 causing the issue of white screen. The root cause is a faulty integrated circuit u2.

Event description:
The customer contacted stryker to report their device was booting up to a white display witha service indicator. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.